Event description:
It was reported that during a surgery (exact date of surgery not reported), metal was falling off the instrument while performing surgery. It was also communicated that no broke parts of the instrument went into the wound of the pt.

Manufacturer narrative:
The MFR did not receive the affected device for review. The lot number was received for the device, and the device history records was reviewed and found to be conforming. The cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer reference number (B)(4).